Event description:
It was reported via an adverse incident report from (B)(6). The central line appeared to be oozing at the site when the lumen was flushed with saline. A hole was noted in the side of the catheter. It was reported to the charge nurse and the catheter was removed and the tip was sent for culture and sensitivity per hospital protocol.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.